Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 340 mg/dl and the infusion set was changed. Tandem technical support (cts) assisted the customer with performing a pump system check and an air bubble was found in the tubing. Cts assisted the customer with the removal of the air bubble.